Manufacturer narrative:
Patient information was not provided for reporting. Device malfunctioned intraoperative. Device was not implanted/explanted. (B)(4). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient underwent original surgery on (B)(6) 2018 for treatment of a femur fracture. Patient was implanted with one (1) tfna trochanteric fixation nail advanced, (1) helical blade and two (2) distal locking screws. Intraoperatively, after the nail had been implanted, at the back table, that surgeon prepared the ttaumacem v cement. It was reported that the injector was not filling the syringes initially. It would not turn properly, and the hole where the stop connects was trapped. The doctor cleared the hole, that was jammed, and pmma slowly released into syringes. By this time the viscosity was too thick to send down injection cannula. Surgeon was unable to inject the cement mix through to the helical blade implant. Surgeon chose not to include the cement mix that was ordinarily planned for in this procedure. Surgery was completed successfully with 5-minute time delay. Patient was reported in stable condition. Concomitant device reported: traumacem (tm) v+ injection cannula for tfna - sterile (item # 03.702.121s, lot # aqy317, quantity 1) this report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Part 07.702.040s, lot 7d53201: manufacturing location: selzach. Supplier: (B)(4). Release to warehouse date: (B)(6) 2017. Expiry date: april 30, 2019. No non-conformance reports (ncrs) were generated during production. Review of the device history records (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the complained article was analyzed the supplied cement kit in their laboratory. A retain sample of the affected batch was tested without any deviations. The application time starts as specified approximately 17 minutes. Based on the piston position of the supplied kit the cement was determined to have been completely transferred into the syringes. For this reason, it was determined that the system appears to have worked as expected. A device history record (DHR) review, device inspection, complaint history review, and risk assessment review were performed as part of this investigation. The complaint condition is confirmed and consistent with the reported condition as cured cement was observed at the device port. However, replication of the complaint condition is not applicable as the material has already cured. No ncrs were generated during production. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material. Dimensional inspection to the drawing could not be completed due to the cured cement in the port. A retain cement sample of the affected batch was tested by the supplier without any deviations. With the available information, no product issues or defects were identified. No new malfunctions were observed during the course of this investigation. The risk assessment was found to adequately address the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.